Manufacturer narrative:
(B)(4).

Event description:
The following additional information has been obtained: on an unknown date the patient started therapy with physioneal 40 1.36% (2 liters, 4 times daily, intraperitoneal (ip) with continuous ambulatory peritoneal dialysis for cystic degenerating sclerotic kidney, both sides of unknown cause). On (B)(6) 2010, the patient developed cloudy effluent and abdominal pain and was diagnosed with bacterial peritonitis. The bacterial culture for the peritonitis germ performed on (B)(6) 2010 identified (B)(6). The patient's titanium adapter was replaced on (B)(6) 2010 and sent to baxter for evaluation. The patient was treated with cephazolin (1 gram, once daily, ip, starting (B)(6) 2010), and gentamycin (40 milligrams, twice on (B)(6) 2010, and then once daily from (B)(6) 2010 until (B)(6) 2010, ip). The patient's therapy with physioneal 40 1.36% was continued unchanged and the patient recovered. The reporting nurse considered that the events were unrelated to therapy with physioneal 40 1.36% but related to the transfer set becoming loose from the titanium adapter.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. The titanium adapter sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation. This is related to manufacturing report number 1423500-2010-00853 and is for the titanium adapter involved in the incident.

Event description:
This is a spontaneous report received by baxter (B)(4) from a sales representative on (B)(6), 2010 about a transfer set (product code: (B)(4), lot number: either h09a02088 or h09b23058) which got loose from the titanium adapter (product code (B)(4), lot number either 09g20h35 or 08l12h35). No antibiotic treatment was considered as necessary, because detachment of the transfer set was noticed immediately and a new transfer set was connected. The patient has been performing continuous ambulatory peritoneal dialysis (capd) since (B)(6) 2010 and the transfer set was on the patient since (B)(6) 2010. The transfer set sample has been discarded in the dialysis center and is not available for investigation. Additional information received from the sales representative on (B)(6), 2010 indicates that the patient developed peritonitis. As the center did not know why, they exchanged the titanium adapter and the adapter is available for evaluation. No further information is available.

Manufacturer narrative:
(B)(4). The date the additional information was first obtained by a baxter employee was april 26th, 2010, when it was obtained by the sales representative. It was then received by the local complaint coordinator (lcc) on april 27th, 2010.